Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (B)(4) 2016; beginning (B)(4) 2015, right ventricular (rv) lead pacing impedance spiked to 4047 ohms and is variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4) 2016; lifetime right ventricular (rv) lead sensing integrity counts up to 16, no episodes to verify lead noise.

Event description:
It was reported that the patient's lead intermittent high impedance, sensing integrity counter (sic) and a possible fracture. Additionally, the device may have a connection or setscrew issue. The device remains in use.. During lead revision the lead had insulation damage. The lead was replaced. No patient complications have been reported as a result of this event.